Event description:
Pt had a cook ureteral stent deployed in right ureter and it was then noted to be defective necessitating snaring and removal of stent. New amplatz ureteral stent then deployed after successful retrieval of cook stent.